Manufacturer narrative:
The device was not returned to resmed for an evaluation and service. The customer replaced the power supply unit to address the issue. Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective power supply unit. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.